Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_iosomnipod software app version: 2.2.1operating system: 26.5hardware: iphone17.5cgm sensor type: g7please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 367 mg/dl while wearing the pod between 4 and 24 hours. The patient stated that the pod used all its insulin within 24 hours and they received an ¿automated delivery restriction¿ alert. The patient confirmed that the cannula was inserted into the skin during wear and there was no redness or swelling at the insertion site. No insulin leakage was noted. When the pod was removed from the infusion site (right arm), the pod's cannula looked flattened. No treatment was reported. The patient also mentioned other device issues. They experienced 5 sensor failure, 2 pods that administered all its insulin within 24 hours, and 3 pods that failed to activate with communication errors. Product support confirmed that the mentioned lots were not part of any affected recall lots.